Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4). Implanted: (B)(6) 2018, product type catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 20-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal unknown morphine (concentration and dose unknown) via an implanted pump. It was reported on (B)(6) 2019, the pump catheter had wrapped around in her spinal cord and she stopped getting medication. It was noted the patient had to have surgery on this on (B)(6) 2019. It was reported ¿it was a mess¿ and the patient could not remember five weeks of her life. Further information was not reported.